Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 70 mg/dl to 170 mg/dl. Reportedly, the customer fell unconscious while driving. The customer was subsequently taken care of by emergency medical services and hospitalized in intensive care with a bg of 105 mg/dl. At the hospital, the customer was sedated and put in an artificial coma following episodes of agitation. The pump history revealed that the customer had a meal and administered a manual bolus. The customer's blood sugar was shown to drop to 170 mg/dl. Subsequently, the customer reported feeling hypoglycemia symptoms that were not specified. The pump predicted a low bg and the customer's blood glucose dropped to 70 mg/dl. The customer received several low blood glucose level alerts and alarms from the pump that indicated a fall in blood glucose levels. The customer treated the low bg by consuming cake and sticks of sugar. Reportedly, the pump then delivered a bolus predicting a future high bg. The device was then disconnected from the customer by emergency services. At the hospital, treatment with insulin pump was concluded and insulin was administrated with an electric syringe pusher. Customer was hospitalized for four days. Reportedly the customer experienced various pains as an after effect of the incident. No additional information was provided.